Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that it is hard to push medication with a syringe and that it doesn't latch properly therefore medication is leaking. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 21036793 was performed. There was one quality notification issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. CAPA#1998036 was initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21036793 regarding item #2000e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage - leak with lot #21036793 regarding item #2000e. H3 other text : see h.10.

Event description:
It was reported that ll vlv adpt(stand alone) was occluded and leaking. This occurred on 5 occasions. The following information was provided by the initial reporter: it was reported that it is hard to push medication with syringe and that it doesn't latch properly medication is leaking.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ll vlv adpt (stand alone) was occluded and leaking. This occurred on 5 occasions. The following information was provided by the initial reporter: it was reported that it is hard to push medication with syringe and that it doesn't latch properly medication is leaking.